Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's updated investigation. Based on the results of the updated investigation, it is likely, that the reported event occurred, due to the insertion section, and the bending section of the endoscope could have been looped or bended compared to that in the normal endoscopic retrograde cholangiopancreatography (ercp), although, it was suggested, that the insertion section and the bending section should be straight, during the procedure as much as possible. Then, the range of movement of the forceps elevation had decreased, leading to the forceps staying in the raised position, although, the knob lever was operated. However, the cause of the event was unable to be specified. The event can be prevented, by following the instructions for use which state: operation¿ section 4.3:, ¿using endotherapy accessories.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide information received through follow up (b5) and to provide an update to fields (d10, h3, and h4). The device was evaluated by olympus, and no reportable malfunctions were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the reported event could not be identified with the information received. The event can be detected/prevented by following the instructions for use which state: "chapter 4: usage, 4.3 use of treatment tools." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that hemostasis was achieved using an endoscopic hemostatic clip and treatment was administered again the following day due to signs of re-bleeding. Additionally, it was noted that laceration did not occur because the treatment tool got caught on the forceps elevator, but because the forceps elevator itself did not return to its original position.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a diagnostic post-operative endoscopic retrograde cholangiopancreatography (ercp) procedure, when the duodenovideoscope was used the forceps remained elevated even when the forceps lever was operated. The scope was removed with forceps in an elevated position and laceration occurred within the stomach. To stop the bleeding clipping was performed and the procedure was completed. The procedure was extended by 30-40 minutes. Separate treatment was performed the next day to stop bleeding. It is unknown whether additional anesthesia was administered. There was no impact on the treatment outcome. Additional follow-up has been requested and is pending at this time. The device was inspected prior to use and reported to be okay.